Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this endotracheal tube exhibited a cuff leak while in use with a patient. It was noted that the tube had a fracture in the internal column of the pilot tube and the pilot tube was dislodged from the endotracheal tube. Medical intervention was required to remove and replace the endotracheal tube. No additional adverse patient effects were reported..